Event description:
Hamilton medical ag received the following incident description: 5507 error codes

Manufacturer narrative:
Tf 5507 indicates that air or oxygen inlet valve cannot close properly. False positive tf5507 was due to a defective sensor board. Sensor board was replaced.

Event description:
Hamilton medical ag received the following incident description: 5507 error codes.

Manufacturer narrative:
Tf 5507 indicates that air or oxygen inlet valve cannot close properly. False positive tf5507 was due to a defective sensor board. Sensor board was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.